Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside the clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system boot up problem with connection between host computer and generator. Review of the system log shows x-ray generator startup issue. Fse has concluded this is an intermittent issue and a warm restart resolves the issue. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that the x-rays were not available. The issue was found during clinical use and resulted in a delay to therapy. No harm has been reported to philips.